Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported by service report that the footboard modules on the footboard were all broken. It is unk if there was pt involvement or if there are adverse consequences to report.